Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system locked up with an x-ray on error during a case. Also the alarm was sounding. No pt injury was reported.